Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. The customer's glucose reading was 8.4 mmol/l. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.